Event description:
Opening knife blade for procedure in or and discovered a dead winged insect in the sterile peel package. Blade did not reach sterile field.manufacturer response for #10 bard-parker surgical blade, bard-parker surgical blade (per site reporter).none at this time.what was the original intended procedure?total hip procedure.device #1is this a laboratory device or laboratory test?no.